Event description:
Per the clinic, the recipient experienced an infection at the implant site; however, the issue could not be resolved. The device was explanted on (B)(6) 2015. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, may 4th, 2015.

Manufacturer narrative:
(B)(4).